Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, analysis confirmed a fractured outer conductor, located at approximately 280 mm from the terminal end. Detailed analysis of the fracture site determined the conductor coil was fractured due to cyclic fatigue.

Event description:
It was reported that this right atrial lead was explanted due to having experienced fracture. Due to this fracture, the lead exhibited noise, loss of capture and high out of range pacing impedance measurements. Another lead was implanted instead. This lead is expected to be returned for analysis. No further adverse patient effects were reported.

Event description:
It was reported that this right atrial lead was explanted due to having experienced fracture. Due to this fracture, the lead exhibited noise, loss of capture and high out of range pacing impedance measurements. Another lead was implanted instead. This lead is expected to be returned for analysis. No further adverse patient effects were reported.